Event description:
It was stated that the customer was treated at the medical doctor's office for high blood glucose. It was stated that the customer experienced high blood glucose levels for a couple of days prior to the doctor visit. Troubleshooting was performed and the insulin pump passed the required tests and the programming was correct.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.